Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a hernia procedure, the device burst in the middle of pumping. There was no user or patient injury. There was no extension of surgery time. There was no blood loss or tissue loss. No portion of the device fell into patient cavity.